Event description:
Home oxygen pt was smoking with oxygen on and ignited a fire in her apartment. Pt received burns and is hospitalized. Set up on oxygen on (B)(6) 2011. Concentrator switch out was completed on (B)(6) 2017.